Event description:
A customer reported that on (B)(6) 2011 at 6:30am, she performed a test using her freestyle lite meter, and receiving a reading of 166 mg/dl that was higher than she felt. The customer stated "she took insulin (type/amount not specified) and ate, like she normally does, and remembers waking up to paramedics and fire department because she slipped into diabetic coma." The customer reported experiencing a loss of consciousness. Paramedics were summoned and transported the customer to a health care facility where she was reportedly diagnosed with hypoglycemia and treated with "IV glucose." The customer reported additional treatment at the health care facility consisting of "bag of fluids, EKG to monitor her heart, and also gave her insulin because her sugars were around 300-400 range after a period of time on an hcp meter, because she was given too much glucose." No self-treatment was reported. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.